Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2203802 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was not released properly, and part was left in the advancer tube, and there was significant resistance when shuttling down. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The vcd was used in a transarterial chemoembolization. The vcd was stored and prepped according to the instructions for use. The procedure used a retrograde approach. The vcd was used with a non-cordis 6f sheath. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No unusual force was applied when retracting the sheath. The advancer tube was engaged or visible. The device storage temperature did not exceed 25 degrees celsius. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was not released properly, and part was left in the advancer tube, and there was significant resistance when shuttling down. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The vcd was used in a transarterial chemoembolization procedure. The vcd was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach, and the vcd was used with a non-cordis 6f sheath. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No unusual force was applied when retracting the sheath. The advancer tube was engaged or visible. The device storage temperature did not exceed 25 degrees celsius. The device was not returned for analysis despite multiple attempts. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ and ¿shuttle advancement issue¿ could not be confirmed as the device was not returned for analysis. The cause of the shuttle advancement issue and the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the shuttle advancement and deployment issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (part of the sealant was left in the advancer tube), which could cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue and subsequent deployment issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was not released properly, and part was left in the advancer tube, and there was significant resistance when shuttling down. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The vcd was used in a transarterial chemoembolization. The vcd was stored and prepped according to the instructions for use. The procedure used a retrograde approach. The vcd was used with a non-cordis 6f sheath. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No unusual force was applied when retracting the sheath. The advancer tube was engaged or visible. The device storage temperature did not exceed 25 degrees celsius. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The syringe was connected to the device with the stopcock open. The sealant was observed on the catheter shaft, exposed to blood, and adhered to the device components. The procedural sheath was not returned. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the sealant was loosened from the catheter shaft. A simulated deployment test to ensure functionality of the returned device was performed. The shuttle was able to be advanced without issue. The advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, inspection at high magnification showed that the sealant melted and adhered to the catheter shaft and device components. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.